Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable recorder measured a high count of false asystole episodes in the first month of being implanted. The device was to be reprogrammed and remains in use. No patient complications have been reported as a result of this event.